Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided this follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (component codes). The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: foreign - event occurred in poland. Journal article citation: kaminski p., ambrozy j., obuchowicz r. (2025). Comparison of the trabecular titanium acetabular shell with burch¿schneider cages in revision hip arthroplasty. Journal of clinical medicine, 14 (4381) 1-16. Https://doi.org/10.3390/jcm14124381. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from poland. The purpose of the study was to provide a comprehensive comparison between two commonly utilized methods for acetabular revision surgery: trabecular titanium shell implants (regenerex) and burch¿schneider acetabular reinforcement cages (bs-apcs)(zimmer biomet, warsaw). The study reviewed a total of 220 patients that had undergone hip revision with varying acetabular defects, ages ranging from 32-89 years of age, including both male and females. Patients included in the study reflect more advanced disease stage and high complex cases. Burch-schneider cages cohort included 55 patients, mean age of 71.4 years old with 50 females and 5 males and mean follow up 112.5 months (range 15-209 months). An anterolateral surgical approach was utilized with placement of burch¿schneider reinforcement cages with allogenic bone grafts and cemented polyethylene cups. Regenerex cohort included 165 patients, mean age of 68.2 years old with 113 females and 52 males and mean follow up 112.5 months (range 15-209 months). An anterolateral surgical approach was utilized with placement of regenerex titanium shell with modular inserts, minimal bone grafting and cemented polyethylene cups. In the literature review it was reported that in the burch-schneider cage cohort an unknown number of aseptic loosening occurred on an unknown date. Attempts have been made and no further information has been provided.